Event description:
Pt underwent cataract surgery on 8/6/96, and implantation of intraoculr lens was attempted by the surgeon. However, during insertion the pt moved and the posterior capsule tore. A vitrectomy was necessary. The lens ejected in a controllled manner and no other surgical procedure was done.